Event description:
It was reported that; during a tlif procedure two separate acculif tl spacers did not maintain distraction in the disc space.

Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: because the implant was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; during a tlif procedure two separate acculif tl spacers did not maintain distraction in the disc space.